Event description:
It was reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This device was used for treatment of a patient. Revision surgical notes indicate that the tibia was loose. They also state that the patient had minimal mcl continuity. The tibia had significant posterior and medial bone erosion. The femoral component was removed and there was significant bony erosion laterally but no mention of looseness. Zimmer package insert nexgen cr-flex and lps-flex gender solutions female, knee femoral components states loosening of the prosthetic knee components as a potential adverse effect of the surgical procedure. No devices or photos were received; therefore the condition of the components is unknown. The primary surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The initial submission for this event was filed under MDR #1822565-2013-00585. Please reference for additional information.